Event description:
1216677-2022-00080 fetal pillow box of 6 fp-010 (B)(4). Customer forwarded the literature article titled, "foetal pillow associated uterine and bladder rupture. Published in journal of obstetrics and gynaecology, doi: 10.1080/01443615.2021.1980509. This article was authored by adelle jordan, nelson herbert, dayle rundle-thiele, sean holland & audris wong (2022). Published date is february 14, 2022. In summary this article discussed a one woman's case where the pillow was used and during that case a uterine rupture occurred into the bladder. It was stated that the "surgical repair involved the urology team, the mom's blood loss was 3.1 (no measurement included) secondary to trauma and tone. She was resuscitated and her immediate and long term recovery was uneventful." She attached article for further detail. To link to this article : https://doi.org/10.1080/01443615.2021.1980509 issn: (print) (online)journal homepage: https://www.tandfonline.com/loi/ijog20.

Manufacturer narrative:
The events provided in article : case report: "foetal pillow associated uterine and bladder rupture" authored by adelle jordan nelson herbert, dayle rundle-thiele, sean holland & audris wong. Published online: 15 feb 2022. Https://doi.org/10.1080/01443615.2021.1980509. Journal of obstetrics and gynaecology. Are currenlty being reviewed . Once the review of all current and available information has been completed , a follow up report will be filed.

Event description:
Customer forwarded the literature article titled, "foetal pillow associated uterine and bladder rupture. Published in journal of obstetrics and gynaecology, doi: 10.1080/01443615.2021.1980509. This article was authored by adelle jordan, nelson herbert, dayle rundle-thiele, sean holland & audris wong (2022). Published date is february 14, 2022. In summary this article discussed a one woman's case where the pillow was used and during that case a uterine rupture occurred into the bladder. It was stated that the "surgical repair involved the urology team, the mom's blood loss was 3.1 (no measurement included) secondary to trauma and tone. She was resuscitated and her immediate and long term recovery was uneventful." To link to this article : https://doi.org/10.1080/01443615.2021.1980509. Issn: (print) (online)journal homepage: https://www.tandfonline.com/loi/ijog20.

Manufacturer narrative:
Follow up - 8/3/2022. Current submission name :1216677-2022-00080 fetal pillow box of 6 fp-010 amendment. On 7/5/2022 due to an unforeseen mastercontrol glitch e-complaint (B)(4) was inadvertently aborted specific to this complaint. As a result, this new file (complaint (B)(4) will be utilized to handle the complaint record. Previous submission name : 1216677-2022-00080 fetal pillow box of 6 fp-010 e-complaint-(B)(4). Initial - 3/14/2022. Case report: "foetal pillow associated uterine and bladder rupture" authored by adelle jordan nelson herbert, dayle rundle-thiele, sean holland & audris wong. Published online: 15 feb 2022. Https://doi.org/10.1080/01443615.2021.1980509. Journal of obstetrics and gynaecology. Are currenlty being reviewed . Once the review of all current and available information has been completed , a follow up report will be filed.

Event description:
Customer forwarded the literature article titled, "foetal pillow associated uterine and bladder rupture. Published in journal of obstetrics and gynaecology, doi: 10.1080/01443615.2021.1980509. This article was authored by adelle jordan, nelson herbert, dayle rundle-thiele, sean holland & audris wong (2022). Published date is february 14, 2022. In summary this article discussed a one woman's case where the pillow was used and during that case a uterine rupture occurred into the bladder. It was stated that the "surgical repair involved the urology team, the mom's blood loss was 3.1 (no measurement included) secondary to trauma and tone. She was resuscitated and her immediate and long term recovery was uneventful." To link to this article : https://doi.org/10.1080/01443615.2021.1980509. Issn: (print) (online)journal homepage: https://www.tandfonline.com/loi/ijog20.

Manufacturer narrative:
Investigation: x-no sample returned. Distribution history: the complaint product was purchased from (B)(4). Manufacturing record review: a review of the device history record could not be performed because the lot/serial number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot/serial number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review: a review of the incoming inspection record could not be performed because the complaint product lot/serial number was not provided. Should the complaint product lot/serial number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history show similar reported complaint conditions. Based on a previous complaint, the physician strongly feels that the fetal pillow caused the maternal posterior uterine rupture. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. Reason: no further training required at this time. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.